Event description:
Device 3 of 3. Ref MFR reports: 1627487-2014-03511 and 1627487-2014-03512. It was reported during the permanent procedure, the pt experienced hypotension and received chest compressions. To facilitate the chest compressions the physician removed the peripheral (off-label) scs leads (quattrodes). Following the procedure, the pt was admitted to the intensive care unit.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.